Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the controller was 100% charged but they have difficulty charging the ins. The patient reported that the controller was connected to the ins with excellent charge quality, but the ins will not increment from 0%. The patient reported that they tried to charge but ins is still at 0%